Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported that the needle broke off within the port, while the luer lock portion remained attached to the syringe. To support the investigation, one sample with an opened packaging blister was received and evaluated by the quality team. A visual inspection revealed that the needle hub was fractured into two pieces, with the break occurring approximately 7/16" from the base of the hub. No additional damage or imperfections were observed. This type of breakage may occur due to a jam at the needle hub feeder during assembly. A review of the device history record for material number 305180, lot 0281853, was conducted. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the needle hub feeder confirmed that the settings and alignment were correct, and product flow was consistent. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the reported condition has been confirmed.

Manufacturer narrative:
(B)(4) follow up. It was reported the needle broke off in port and luer lock portion stayed attached to syringe. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.

Event description:
Incident details: blunt fill needle placed on 50ml syringe. Blunt fill needle used to access d10w port to draw off d10w. Needle broke off in port and luer lock portion stayed attached to syringe.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.